Event description:
The customer reported that a corneal burn occurred during a procedure. The surgeon performed a conjunctival flap and used suture(s) to close the clear corneal incision. The pt prognosis is good. The customer also stated that the machine was sluggish and had poor vacuum.

Manufacturer narrative:
The company service representative examined the system and was not able to duplicate the failure. The system met specifications. The service representative reported that some of the site's handpieces have been repaired by a third party. The customer confirmed that a reprocessed device had been used on the pt. The complaint history was reviewed and there were no other complaints reported for this system. The service history was checked and there were no other related service calls. The root cause of the corneal burn could not be determined. The company service representative examined the system and found that it met specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard updates: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 07/19/2007.